Event description:
This 61-yr-old female underwent bilateral augmentation in 1979 with implantation of gel implants. As this reporting facility did not implant them, the MFR is unknown. Due to complaints of depression, joint swelling, chronic flu-like symptoms, and a mammogram which was positive for ruptured implants, the pt chose to have them removed. Both implants were found to be ruptured. The right implant appeared to have ruptured extracapsularly with a large amount of very firm tissue out beyond what appeared to be the capsule.